Manufacturer narrative:
The initial MDR 2432235-2019-00174 was filed on (B)(6) 2019. Additional information ((B)(6) 2019): the new sample identification number (sid) of (B)(6) was assigned to the patient sample for the testing of urine chemistry tests. Siemens made three attempts to obtain additional information on the cause of the urine sample being tested as if it were serum. No additional information was provided by the customer. The cause of the urine sample being tested as if it were serum has not been established. Section h6: the conclusion code was changed from (B)(6).

Manufacturer narrative:
Siemens is investigating the event.

Event description:
The customer reported that the advia centralink networking solution received serum test results when urine test results were expected for a sample with identification number (sid) (B)(6). These test results were not released to the physician. The sample was given a new sid and a new workorder was created on the advia chemistry xpt instrument. The urine test results from the advia chemistry xpt instrument were reported to the physician. The new sid is unknown. There are no known reports of patient intervention or adverse health consequences due to the advia centralink networking solution receiving serum test results when urine test results were expected.